Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while testing patient samples with a bd facslyric¿ there was an increase in absolute count values versus testing performed on facscanto. There was no report of patient impact. Observed increasing absolute count values (cells/ul) on tbnk on facslyric instruments during 2021. Multicheck control values finally out-of-range in (B)(6) 2021 on facslyric. In comparison the multicheck control values on facscanto are perfect during the same period. During 2020 the canto and facslyric gave similar results. Also the patient samples differ between canto and lyric, starting(B)(6)2021(higher values on facslyric).

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples with a bd facslyric¿ there was an increase in absolute count values versus testing performed on facscanto. There was no report of patient impact. Observed increasing absolute count values (cells/ul) on tbnk on facslyric instruments during 2021. Multicheck control values finally out-of-range in (B)(6) 2021 on facslyric. In comparison the multicheck control values on facscanto are perfect during the same period. During 2020 the canto and facslyric gave similar results. Also the patient samples differ between canto and lyric, starting (B)(6) 2021 (higher values on facslyric).